Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 9 years due to unknown reasons. Multiple attempts have been made with the healthcare provider for additional information; however, no documents have been provided.

Manufacturer narrative:
Evaluation method: no device was received, unable to perform evaluation. Due to the patient being infected with (B)(6), the valve was retained at the hospital and will not be sent back for evaluation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without additional information or patient records, the reason for valve explant cannot be determined or evaluated. Additional information will be reported once provided by the healthcare provider.